Event description:
A 66-year-old male patient underwent an elective endovascular procedure for treatment of a pseudoaneurysm. Pre-procedure assessment indicated no vessel tortuosity, calcification, or thrombotic content. The target vessel diameter was approximately 9 mm, and the pseudoaneurysm neck measured approximately 5 mm. Vascular access was obtained using a 6 fr sheath, and an embolic protection filter was placed. No pre-dilation was performed. During the initial stent deployment attempt, resistance was encountered, and the delivery system pulled back, resulting in the stent not being deployed at the intended lesion location. A second stent was then advanced to the target location. During pre-deployment, the deployment lever did not actuate as intended. The lever was reset, and a subsequent deployment attempt was performed. Deployment of the second stent was described as difficult; however, the stent was successfully deployed at the intended location. Post-dilation was performed using an 8 × 40 mm balloon. The procedure was completed with no reported patient injury.